Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of adapter / connector defective / damaged was not confirmed upon inspection of the photos. Analysis of the sample showed that the catheter is not attached to the connector. However, the assembly of the parts contained in the kit is not performed by bd so bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd perisafe I 18 x 3-1/2in adapter / connector was defective / damaged patient who is placed obstetric analgesia, in nursing round patient refers that the pump where he was passing the medication ¿was ringing a lot¿, a review of the site is made and it is evident that the catheter adapter was separated from the same. This is the third time this has happened to a catheter, which warrants a report. Internal code: (B)(4). Date of incident: (B)(6)2025. Lot number: 1307031. According to probable causes (B)(6). Probable cause of the incident: disconnection; fabrication incident consequences: intermittency in drug administration, increasing risk of therapeutic failure and occurrence of adverse event. We attach photographs of the reported incident and packaging of the product for further identification of the reference. We currently have 8 units of the same batch available in the hospital.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.